Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('removal'). In a 46-year-old female patient who had essure (ess205) (batch no. 823482,621688) inserted. The patient's concurrent conditions included: cyst, menorrhagia, pelvic pain, uterine fibroid and ovarian cyst. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 11 years 9 months after insertion of essure (ess205). The patient was treated with surgery (laparoscopic supracervical hysterectomy and bilateral salpingectomy, removal of right paratubal cyst). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). The reporter commented: discrepancy noted, insertion details: (B)(6) 2007. Most recent follow-up information incorporated above includes: on (B)(6) 2020, medical records received: new reporter information added, lot number added, patient demographic details added, essure product code updated. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a 46-year-old female patient who had essure (ess205) (batch no. 823482-not valid,621688) inserted. The patient's concurrent conditions included cyst, menorrhagia, pelvic pain, uterine fibroid and ovarian cyst. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 11 years 9 months after insertion of essure (ess205). The patient was treated with surgery (laparoscopic supracervical hysterectomy and bilateral salpingectomy, removal of right paratubal cyst). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). The reporter commented: discrepancy noted insertion details (B)(6) 2007 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a 46-year-old female patient who had essure (ess205) (batch no. 823482-inv,621688) inserted. The patient's concurrent conditions included cyst, menorrhagia, pelvic pain, uterine fibroid and ovarian cyst. On (B)(6)2007, the patient had essure (ess205) inserted. On (B)(6)2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 11 years 9 months after insertion of essure (ess205). The patient was treated with surgery (laparoscopic supracervical hysterectomy and bilateral salpingectomy, removal of right paratubal cyst). Essure (ess205) was removed on (B)(6)2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). The reporter commented: discrepancy noted insertion details (B)(6)2007. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: update of information (batch is invalid). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.